Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed the patient¿s implantable cardiac monitor (icm) had false pause episodes due to undersensing from postural changes. The clinic will continue to monitor the patient. No intervention was performed. The patient was in stable condition.